Event description:
This report is being filed after the subsequent review of the following article: fujibayashi, s., neo, m., nakamura, (2008) stand-alone interbody cage versus anterior cervical plate for treatment of cervical disc herniation: sequential changes in cage subsidence. Journal of clincal neuroscience, volume 15, pages 1017-1022. Japan article. This was a comparative study of the clinical and radiological outcomes for two surgical procedures used to treat cervical disc herniation: the stand-alone rectangular-type titanium cage and the anterior plate method. Eighteen patients with single-level cervical disc herniation were treated surgically. The most common cervical level involved was c5-6. Nine patients were treated with the stand-alone cage procedure (syncage-c synthes, paoli, pa) and another nine patients were treated with the anterior plating method. The mean age at time of surgery in the cage group was 53.3 (range 31-75), gender ratio (male/female) was 3:6. The mean follow-up period in the cage group was 23.1 months (range 12-30). Preoperatively in the cage group, 5 patients had myelopathy and 4 had radiculopathy. Outcome measurements include operative time, intraoperative blood loss, japanese othopaedic association (jao) score and recovery rate before surgery, 3 months after surgery, and at the latest follow-up exam. The jao recovery rate was 96.2% in the cage group. Three months after surgery and at the final follow-up exam none of the patients in the cage group reported pain. Radiographically successful fusion was achieved by 88% in the cage group. The mean time until bony union was 5.6 months in the cage group. For unidentified patients: loss of lordotic alignment of >5° occurred in 44% of patients; cage subsidence of =3mm occurred in 44% of patients and one of which had a non-union. This is report 1 of 1 for (B)(4). This report is for: unknown number of syncage-c device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown syncage-c device, unknown quantity, lot number unspecified. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.